Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose was 89-125 mg/dl within 10 minutes, with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.